Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the health care provider (hcp). The patient went into cardiac arrest the day the pump was implanted (after the pump was implanted). The patient also had a stroke (anoxic hit because of the cardiac arrest). Due to the cardiac arrest, she was in long term recovery. The patient was eventually discharged and went home.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the health care provider (hcp). The patient passed out on the toilet a week ago (as of (B)(6) 2015) and was readmitted because of the fall and was found to have fractured her fibula. The patient had pain issues and was found to be septic. The patient also had a urinary tract infection (uti). The hcp said along with the fracture, there had been somechanges in cognition and lethargy.

Manufacturer narrative:
Type of reportable event updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. The patient developed hypotension and a decreased level of consciousness on (B)(6) 2015. On (B)(6) 2015, the patient was seen and examined. Their lungs were clear and their heart was irregular. They were intubated for respiratory distress and had an asystole event in which a transvenous pacemaker placed. She became bradycardic and went into pulseless electrical activity (pea) cardiac arrest after intubation. The patient had a cardiac arrest with low heart rate and mentation was non morphine drip. She had to be placed on transcutaneous pacer pads to maintain an adequate heartrate. The patient had a CT scan of the head that was negative and was transferred to the ICU. A transvenous pacemaker was placed. Her hemodynamics improved, and diuresis was initiated. Her medical regimen was adjusted. Multiple attempts at extubation failed (requiring reintubation). The patient self-extubated on (B)(6) 2015. Her oxygen saturation was stable on high flow nasal canula oxygen. She began complaining of severe hearing loss on "(B)(6) 2016". The patient could barely hear unless someone spoke directly into her ear. Her hearing was not this severely impaired prior to her hospitalization. Her antibiotics were switched. Zyvox was substituted for vancomycin. Her hearing improved modestly after the antibiotic changes. The patient had a modified barium swallow performed on "(B)(6) 2016". She was switched to a regular diet with nectar thick liquids. There was an ethics conference on "(B)(6) 2016" to clarify the patient¿s wishes regarding her code status. She did not wish to be intubated or have CPR. This was reinforced to her husband during the meeting. The patient was in dnr in keeping with her wishes. However, her chronic pain had become an ongoing issue. A physical exam on (B)(6) 2015 showed their lungs were clear to auscultation; respirations were non-labored. Their heartrate and rhythm were regular (no murmurs, gallops, rubs, peripheral edema). They had no depression, anxiety, or agitation. There was no acute distress. Their neck was supple with no masses; trachea midline. The patient had no cervical adenopathy. The patient denied shortness of breath, chest pain, cough, nausea, vomiting, and diarrhea. However, they complained of pain and a weak cough. X-rays/ diagnostic studies/CT scan film/study revealed improved but unresolved bilateral pulmonary infiltrates with confluent regions of consolidation at both lung bases, small right pleural effusion, cardiomegaly, hepatic cirrhosis with sequelae of chronic portal venous hypertension, chronic thoracolumbar compression fractures with vertebroplasties, and healing right rib fractures. The patient¿s current medications as of (B)(6) 2015 included oral diazepam 5mg (4 times daily as needed for agitation/spasms), diphenhydramine injectable 25mg (every 6 hours for itching or insomnia), morphine injectable 2-5mg (every hour for severe pain), ondansetron injectable 4mg (every 8 hours for nausea and vomiting), promethazine injectable 12.5mg (every 6 hours for nausea and vomiting), gabapentin oral 600mg (4 times daily), duloxetine sr oral 60mg (at bedtime), mirtazapine oral 15mg (at bedtime), metformin ER oral 500mg (2 times daily), pravastatin oral 40mg (at bedtime), tranxene t-tab 7.5mg oral (2 times daily), donepezil oral 10mg (daily), famotidine oral 20mg (2 times daily), calcium carb. + vitamin d oral 600mg-400 unit (daily), hypoglycemia treatment protocol, clonidine oral 0.1mg (every 8 hours as needed for systolic blood pressure), miconazole 2% topical powder (4 times daily), petrolatum 43% topical (4 times daily), naloxone injectable 0.2mg (every 2 minutes as needed for re versal of opiate activity), saline lock flush 0.9% (2 times daily), docusate oral 100mg (daily), acetaminophen oral 650mg (every 6 hours as needed), amlodipine oral 5mg (daily), losartan oral 50mg (daily), hydralazine injectable (10-20mg every 4 hours as needed for systolic blood pressure greater than 150), sodium biphosphate 19g-7g rectal (daily as needed for constipation), polyethylene glycol oral 17g (as needed for constipation), insulin aspart sliding scale injectable (3 times daily), heparin injectable 5000 units (every 12 hours), radiology ¿ modified barium swallow, insulin detemir injectable (28 units at bedtime, 20 units daily before breakfast), albuterol + ipratropium neb 3ml inhalation (every 4 hours while awake), alprazolam oral 0.5mg (every 6 hours as needed), acetaminophen+oxycodone 325-5mg oral (every 6 hours as needed), and alendronate oral 70mg (weekly). The patient received influenza vaccinations on (B)(6) 2015 and (B)(6) 2014. The patient received a pneumococcal 13 immunization on (B)(6) 2014. Diagnostics performed included electrocardiogram (EKG), chest x-ray, labs, chest and head CT scan. The cause of the cardiac arrest and stroke were not clearly documented. None of the consultants had given a specific cause. It was noted that the patient had pneumonia and toxic metabolic encephalopathy. The patient¿s toxic metabolic encephalopathy was ¿resolved.¿ for the patient¿s seizures, they were to continue on vimpat/keppra. For the patient¿s acute hypoxemic respiratory failure, postoperatively, secondary to pneumonia, now status post extubation, they were to titrate oxygen to keep saturations greater than 92%. The patient was stable on 3l, and they would continue to wean. For the(B)(6) and pneumonia, status post therapy with zyvox, is, mucolytics, bd¿s, repeat chest x-ray with worsening infiltrates, CT chest improved infiltrates in upper lobes, worsening dense infiltrate in the rll. The patient was clinically stable, and they were to repeat CT chest in 8 weeks (from (B)(6) 2015), is/ezpap. Aspiration precautions were taken for the patient¿s oropharyngeal dysphagia. For the patient¿s pea arrest, status post resuscitation, ¿cards on board¿ was done. For the patient¿s previously untreated deep venous thrombosis, heparin and pepcid were prescribed. The patient remained hypoxemic. They would continue antibiotics. The hcp was going to recheck the chest x-ray and CT in a few weeks (from (B)(6) 2015). The patient was deemed stable for discharge to a rehab facility. The patient recovered and was discharged to home. On (B)(6) 2015, the patient followed up with the hcp, complaining of right ankle discomfort. This was following a fall from a seated position on the toilet. The patient was given a prescription for an x-ray. The hcp was unsure if the patient actually did go for this original x-ray or if the pain evolved into a point where it was no longer manageable on regular medication and came to the emergency department and was evaluated for the ankle pain or not. The patient had been having difficulty controlling the pain, as there had been concern related to the fact that she was also on an intrathecal pump for chronic low back pain, though (as of (B)(6) 2016) the pump had only normal saline in it. When the patient presented, she was quite obtunded. At that time she was alert and not in any severe discomfort, and she was asking for more pain medication. The patient¿s gait was impaired, and they appeared chronically ill. The patient had a right ankle fracture secondary to a slip and fall. X-rays showed she had a distal fibular and medial malleolar fracture. A splint was applied (secondary to the fracture). The patient was seen by ortho and underwent closed treatment without manipulation on non-displaced right distal fibular and medial malleolar fracture on (B)(6) 2016 after the patient and husband declined open reduction internal fixation (orif). She continued to have issues with obtundation and confusion. She was followed by pain management. She was receiving daptomycin for (B)(6). The patient also had a urinary tract infection and a white count of 15,000. Klebsiella in urine was determined to be asymptomatic bacteria. Early in the morning of (B)(6) 2016, the patient went into bradycardia followed by pea arrest. Advanced cardiovascular life support (acls) protocol was initiated with return of spontaneous circulation (rosc). Apparently after receiving narcan, the patient had briefly woke up and responded appropriately. She was intubated during the acls and transferred to ICU. She was taken off narcotics. The patient woke up then self-extubated. However, she had to be reintubated after another event on "(B)(6) 2016." They repeated the chest x-ray bilateral infiltrates. Cefepime was added; that eventually completed and was discontinued. The patient had tracheostomy and percutaneous endoscopic gastrostomy on (B)(6) 2016 and transferred to the vent floor. On (B)(6) 2016, the patient was transferred back to the ICU due to hypotension and persistent bacteremia. On (B)(6) 2016, a transesophageal echo (tee) test was done with evidence of mitral valve endocarditis and severe mitral regurgitation. The patient was unconscious on (B)(6)2016. They were receiving a norepinephrine 8mg/250ml drip. A physical exam on (B)(6) 2016 revealed the patient was comatose, respirations were non-labored, inspirations crackled at the bases, the cardiac rate and rhythm were regular. Culture results revealed urine candida and blood ¿staph aureus. It was noted that a foley catheter was inserted on (B)(6) 2015, and a mid/PICC was inserted on (B)(6) 2016. The pulmonary assessment was chronic respiratory failure due to bacteremia, bilateral effusions. They were going to hold diuresis due to septic shock. They were going to hold blood pressure meds, lasix, potassium. Heparin was to be stopped. The patient now had acute kidney injury and hypernatremia. The patient was not a surgical candidate and was in septic shock again. The patient had anemia of chronic disease secondary to sepsis; negative h/t. The patient had diabetes mellitus; hyperglycemia persisted. They would adjust night time long acting. They had no major gastrointestinal issues and were tolerating glucemia. The patient had deep venous thrombosis prophylaxis pharmaceutical of anticoag contraindicated and stress ulcer prophylaxis pepcid. Their code status was full code. The hcp spent 30 minutes of critical care time with their full attention to this patient. The patient experienced encephalopathy secondary to metabolic encephalopathy or bacteremia. The patient experienced respiratory arrest requiring intubation. The assessment on 2016-01-18 included (B)(6), chronic obstructive pulmonary disease (copd), hypertension, diabetes, anxiety, risk for fall with history of fall, (B)(6), septic shock, acute renal failure, thrombocytopenia, acute respiratory failure. The hcp was going to monitor fentanyl use and its effects on the patient¿s vitals and reassess in 24-48 hours. As of (B)(6) 2016, the patient was lying in the mi-ICU bed, was calm, relaxed, intubated, and sedated. There were no acute changes in the past 24 hours. The patient was declining and non-responsive. Dnr was in place. The patient was diagnosed with (B)(6) and refractory bacteremia. It was noted that the patient was obese. The patient eyes, ent, neck, lungs, abdominal, range of motion, head and neck, and extremities were normal with no spontaneous movement. The patient¿s current medications as of (B)(6) 2016 were gabapentin oral and fentanyl injectable. The patient passed away on (B)(6) 2016 from sepsis. The patient had a history of chronic pain on pain therapies, hypertension, and diabetes. Known allergies included artichokes and vanc omycin. The patient had complex and significant medical issues requiring complex decision making with significant implication on morbidity and mortality. The radiology reports showed that the patient had a history of an epidural catheter placed (showed by three int raoperative c-arm images). Fluoro time was 110.8 seconds. A CT angio thorax pe was done on (B)(6)2015. A CT angiogram of the chest was performed to evaluate for pulmonary embolism following the uneventful administration of 100ml omnipaque 350 intravenous contrast. Reformatted mip images were also obtained. Indication was shortness of breath. Comparison chest x-rays were dated (B)(6) 2015. Evaluation was somewhat limited due to motion and contrast bolus timing. There were no intraluminal filling defects in the central and segmental pulmonary arteries to suggest the presence of pulmonary embolus. The subsegmental pulmonary arteries were suboptimally evaluated. There was mild cardiomegaly. No pericardial effusion was identified. There was a left sided aortic arch with normal branching pattern of the great vessels. No aneurysm or dissection was present. Mild cardiac atherosclerotic calcification was present. An endotracheal tube was in place with the tip approximately 2.5cm above the carina. There were bibasilar consolidations as well as patchy bilateral airspace disease (right greater than left). Findings suggested multifocal pneumonia. There was a small right pleural effusion and a likely trace left pleural effusion. No pneumothorax was seen. There was no suspicious mediastinal, hilar, or axillary adenopathy. The thyroid gland appeared unremarkable. The esophagus also appeared unremarkable except for the presence of an enteric tube. Images of the upper abdomen demonstrated a cirrhotic configuration of the liver. There was cirrhosis with findings of portal hypertension. There was mild splenomegaly. Upper abdominal varices were also present with a spontaneous splenorenal shunt. Prior thoracolumbar fusion hardware had been removed when compared to the study from 2011-05-03. There were post vertebroplasty changes involving t9, t10, and t12 with stable appearing compression appearance of t12. However, there was widening of the space between the t1 and l1 vertebrae measuring approximately 25mm anteriorly and 11mm posteriorly. This may have represented a distraction injury through the vertebral disc. It was noted that this was a limited summary. A CT of the head without contrast was taken on (B)(6) 2015. The comparison was a head CT from (B)(6) 2015. There was no acute intracranial hemorrhage or extra-axial fluid collection. There was moderate generalized cerebral atrophy with mild chronic periventricular cerebral white matter degeneration. There were no signs of mass or mass effect. The ventricles were normal in size. Basilar cisterns were patent. The distal carotid and vertebral arteries were atherosclerotic. There was no acute loss of gray-white differentiation identified. The paranasal sinuses and mastoids were ae rated. There were secretions within the posterior nasopharynx. According to the radiology report, the patient was intubated, and the calvarium was intact. It was also noted that the patient experienced temperatures (celsius) of 39 (last), 38.7 (min), and 39.6 (max) within the past 24 hours on (B)(6) 2016 and temperatures of 30 (last) 38.8 (min) and 40 (max) within the past 24 hours on 2016-01-17. Test results included: (B)(6) 2015: hgb (hemoglobin) "9.0," hct (hematocrit) "30," platelets "97 ," glucose "115," sodium "135," chloride "88," co2 (carbon dioxide) "40," and total protein "6.3." On (B)(6) 2015: hgb "9.5," hct "32.5," platelets "75," glucose "159," bun (blood urea nitrogen) "6," chloride "93," co2 "40," creatinine "<(><<)>= 0.40, and " ast (aspartate aminotransferase) "34." On (B)(6) 2016: wbc (white blood count) "16.15," hgb "8," hct "26.0," platelets "29," glucose "271," and bun "37." On (B)(6) 2016: wbc "15.32," hgb "7.5," hct "23.8," platelets "24," glucose "282," bun "56,"

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the physician's assistant (pa). It was reported the pa could not confirm the report. The patient was last seen by their office on (B)(6) 2015 and had not been back since then.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's managing physician. The managing physician could not confirm the report that the pump was causing the patient's cardiac issues. The managing physician reported the patient was last seen on (B)(6) 2015.

Manufacturer narrative:
After additional review, the previously reported outcome attributed to adverse event of "death" no longer applies to this event. (B)(4).

Manufacturer narrative:
Concomitant medical devices: product ID: 8590-1, lot# n567975, implanted: (B)(6) 2015, product type: accessory. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving morphine 10 mg/ml at 0.5 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain. It was reported the patient was lethargic and had a low o2 saturation after implant. The drug delivery rates were discussed and it was decided to set the pump to minimum rate, 0.06 mg/day. It was unknown if the issue was resolved. The patient's status at the time of report was alive, no injury. No surgical intervention occurred or was planned. Additional information received later from a company representative reported the patient in the hospital and intubated. The outcome was not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.